Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, prior to the start of a flexible ureteroscopy with holmium laser lithotripsy to extract kidney stones, the user removed an ncircle tipless stone extractor from its packaging, checked device performance, and discovered the basket would not open and close smoothly. The device was not used in the patient. A new basket was used to successfully complete the procedure. There was no impact to the patient. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in the open position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.8cm in length. The basket assembly and sheath were kinked 1mm from the distal end of the support sheath. The handle moved the basket assembly, but it would not retract fully into the sheath. With the handle in the closed position, the basket formation as exposed 6mm. With the handle in the open position, the basket formation and distal cannula were exposed from the distal end of the basket sheath. The outer covering of the basket sheath was peeled bask at the distal end of the support sheath, exposing braiding. The handle was reset and was then able to actuate the basket formation to fully open and closed positions. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information available, cook has concluded that the cause for the damage could not be confirmed, but it is possible that device experienced handing damage. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to the start of a flexible ureteroscopy with holmium laser lithotripsy to extract kidney stones, the user removed an ncircle tipless stone extractor from its packaging, checked device performance, and discovered the basket would not open and close smoothly. The device was not used in the patient. A new basket was used to successfully complete the procedure. There was no impact to the patient.